Manufacturer narrative:
The device has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The distributor reported on behalf of the user facility the following incident: the surgery, the physician attempted to insert a kalix ii implant size 11. The implant did not expand. The implant was removed and is available for evaluation. A kalix ii implant size 10 was used to complete the procedure. No pt injury occurred. Additional info has been requested from the user facility. This incident is related to MDR# 9615741-2007-00026.